Event description:
The following has been reported: biomed reported: (B)(6)- 'screen freezes up and stays stuck during error prompt. Tried to reset but alarm did not clear. Was unable to navigate or use device.' A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.